Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, opening, brown particles in the fill channel, device appearance. Leak test was performed, and found opening on the device. A microscopic analysis was performed which identify, an opening striated in the radius/anterior side. Yellow spots are observed, on the device. However, it is not considered a defect, because it did not come in its original sealed packaging. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the radius side assessed, as surgical damage. A striated opening in the anterior/posterior side assessed, as surgical damage.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.